Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned with reason unknown. A new lead was implanted. No additional adverse patient effects were reported. Additional information was received indicating that this lead was surgically abandoned due to lead fracture. Also, this lead exhibited high threshold and high pacing impedance out of range.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned with reason unknown. A new lead was implanted. No additional adverse patient effects were reported.